Manufacturer narrative:
H3:product analysis of product no:(B)(4), lot no:my24e001 during inspection at the time of acceptance, it was observed that the holder was loose. As the product was no longer under warranty, it was recommended to replace the handle and handle screw as a preventive measure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having micro endoscopic discectomy. It was reported that the adhesion at the tip has disappeared and it can no longer be secured in place. It came loose during the operation, which was extremely dangerous and there was a delay of less than 60 minutes because of the product malfunction.. There were no patient symptoms reported. There were no further complications reported regarding the event.